Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that following a successful interrogation the subcutaneous implantable cardioverter defibrillator (s-ICD) emitted beeping tones. The device was then unable to be interrogated and unable to establish telemetry. It also did not respond to a magnet. A code was seen when attempting to interrogate the s-ICD. Boston scientific technical services (ts) was consulted and discussed that the code indicated the system is continually booting up. Ts advised that the device should be explanted as therapy may not be available. Subsequently the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the subcutaneous implantable cardioverter defibrillator (s-ICD), a memory download was performed after which the device began to beep in a sequence of 6 beeps then pause and another six beeps. This would continue in this loop. During detailed analysis the device would not respond to telemetry and no beep was heard when a magnet was placed over the device. The device case was then removed and battery measurements were taken and the voltage was much lower than expected. The low battery voltage was the cause of the inability to interrogate the device. The battery was removed from the circuit and battery measurements were taken which found normal current drain. Further testing confirmed the anomaly is consistent with the internal crystal oscillator not functioning. When the crystal is not functioning, the s-ICD continuously issues timer resets and the hybrid current drain increases, which caused the battery to deplete. Review of this s-ICD¿s memory noted continuous timer resets. Analysis confirmed the clinical observation of less of rf communication was caused by an anomaly with the crystal in the rf circuit.